Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 380 mg/dl at the time of incident. The customer stated that they were vomiting. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done for insulin flow blocked alarm. The customer stated that the insulin did exit during prime. The insulin pump will not be returned for analysis.